Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
Customer reported as follows "the twin pump which is used to deliver cardioplegia, when the pump was turned off the blood still continued to leak onto the surgical table. We then clamped the cardioplegia and the pressure continued to rise within the circuit suggesting that the occlusion of the pump was not adequate". Customer advised that he checked the occlusion and he was happy before he started his case. Complaint: (B)(4).

Manufacturer narrative:
Customer reported as follows "the twin pump which is used to deliver cardioplegia, when the pump was turned off the blood still continued to leak onto the surgical table. We then clamped the cardioplegia and the pressure continued to rise within the circuit suggesting that the occlusion of the pump was not adequate". The pump has been sent for repair (RMA#42248) on 2020-09-30 (refer e-mail file attachments). The device was received in mcp service on 2020-10-06 for investigation. The module was investigated on 2020-10-23 by mcp service as follows: a functional test was performed. The occlusion head was disassembled. All parts were cleaned and everything was reassembled. While trying to adjust the occlusion by hand it was noticed that one of the two blocks is suddenly retracted when screwed in. The pump head disassembled again. Optically no damages were detected. The block again and again worked on until the adjustment of the occlusion worked without jerking. It was determined that the pump head must be exchanged. The device has been taken out of use. Clarification if repair or replacement will be done by the customer. Thus the reported failure could be confirmed. The most probable root cause could be determined as a defective pump head. The device history record (DHR) of the hl 20 (material: 70104.3266, serial: (B)(6) ) for which a customer complaint was received, was reviewed on 2020-11-02. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure happened during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).